Event description:
It was reported that the patient's ipg was unable to enter MRI mode due to high impedances. As a result, the lead was replaced via surgical intervention on 31jul2024; during this procedure, the second lead was noted to be fractured with impedances, so the second lead was replaced also.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.